Event description:
It was reported that the right ventricular lead was experiencing oversensing due to atrial paces and atrial senses. The events were noted to not appear on the qrs of the surface ECG nor the leadless ECG. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.